Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override, and the issue was suspected to be related to an interface problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist (tss) dialed into server and ran the server downtime query, identifying one disconnected carefusion coordination engine (cce) flag. Logged into health sight viewer and observed warnings related to patient pharmacy order delays, while patient encounter system checks confirmed that last upload, download, and heartbeat were current. Restarted external and deployed the cce package. Re-ran the downtime query and confirmed the disconnected flag cleared to zero. Observed xml messages flowing with the last successfully processed xml recorded and verified through query that all stations had dropped from critical override. The system functioned as intended after the technical support specialist troubleshot the device.